Event description:
Related manufacturer report number: 3006705815-2024-01394. It was reported that the patient was experiencing loss of therapy due to high impedances on their l1 and l2 leads. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. The patient is now has access to therapy and is fine again.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.